Manufacturer narrative:
The field service engineer (fse) observed a fluid leak in the tubing through pinch valve vl7. The fse replaced the tubing and resolved the leak issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the tubing. A definitive root cause is unknown.

Event description:
The customer reported approximately ten milliliters of clear fluid leaked outside the instrument involving the coulter lh 780 hematology analyzer. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye goggles and did not have direct contact with the fluid. Patient results were not impacted. There was no patient impact associated with this event. The facility has an exposure control or risk management plan in place for biohazard material. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.